Manufacturer narrative:
(B)(4). Event month unknown. Only day ((B)(6)) and year (2018) known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a wipple & gastric resection was done. Problem with third firing (small bowel) with ntlc55 was happend, outer row of staples (missing or not performed as needed). Sutures needed to secure staplerline.